Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of used the same needle over and over again to inject contrast and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient had a CT scan for an unreported indication. The same needle was used over and over again to inject contrast, which resulted in peritonitis. On (B)(6) 2011, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered for the event was not reported. The patient was recovering from the peritonitis. Outcome for the event of used the same needle over and over again to inject contrast was not reported. On an unreported date, dianeal and extraneal therapies were withdrawn. Per the nurse, the peritonitis was not related to dianeal and extraneal therapies. The nurse did not comment on the event of used the same needle over and over again to inject contrast reported by the consumer. Product information regarding the contrast injection needle used was not available. Patient injury reported: yes medical intervention required: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).